Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed. The u727 and u728 on the distribution node pca were damaged. The damage was caused by high-voltage traveling to low-voltage circuitry on the distribution node pca. The root cause for the high-voltage traveling the low-voltage circuitry could not be positively identified.

Event description:
A zoll distributor returned an electrode belt to report that it failed a pulse test.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is underway. The reported problem (fails a pulse test) is under investigation. As received, the electrode belt did not communicate with a test monitor. Root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned an electrode belt to report that it failed a pulse test.